Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing with multiple infusion sets. Customer's blood glucose level was 282 mg/dl. Customer performed a supply change to address the issue.